Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received a box of sensors that were expired. He stated that with one of the sensors that was not expired, the cannula was curved. He also reported that he received a calibration error alert and a sensor error alert. He stated that there was no incorrect or delayed entry of the blood glucose reading. Customer reported that these alerts occurred after the initialization. He stated that there was no damage on the connection bridge or pins and that the sensor was fully inserted and flat against the skin. A test plug procedure was run and showed that the transmitter was not working properly. The blood glucose reading was 400 mg/dl. Customer treated with manual injection. Nothing further was reported.